Event description:
An external power failure occurred during a routine hemodialysis treatment. Rinseback was not performed due to the amount of time the blood pump was stopped, resulting in an estimated blood loss of 190cc. The patient's hgb on (B)(6) 2010 was 12.6 g/dl and decreased to 10.9 g/dl on (B)(6) 2011. The patient who was on epo hold at the time of the event was re-started on epogen. No other medical intervention was required for the blood loss.

Manufacturer narrative:
There is no evidence of a device malfunction. The blood loss is attributed to possible clotting due to the amount of time the blood pump was stopped. The user guide includes instructions for performing manual rinseback of the patient's blood when trained and instructed by the facility. Nxstage medical considers this report closed. No additional information will be provided.